Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the attachment device was getting hot. No further information was provided regarding the actual event; if there was patient involvement, type of surgery performed, delay in surgery, medical intervention or if a spare identical device was available for use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.